Manufacturer narrative:
One implant was returned for investigation.visual evaluation of the as returned product identified fracture across the external threads of the implant, as well as a coating of bone residue. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant fractured and had to be removed. It was also noted that bone loss had occurred. Tooth location 14.